Event description:
It was reported that in (B)(6) 2011, the patient experienced low back and right hip pain, which radiated down to her right leg, and she experienced numbness and tingling in her right foot. The patient's x-rays were reviewed and was told that she was missing many discs. The patient underwent a fusion and discectomy at levels l2 through l4. The patient was implanted with rhbmp_2/acs. Two days after surgery, the patient began physical therapy, and two weeks after her surgery, she presented for a post-operative visit as well as a pre-operative visit for a second surgery she had already scheduled. Post-op patient alleged unspecified injuries.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.